Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si hysterectomy with bilateral salpingectomy for chronic pelvic pain and endometriosis on (B)(6) 2012. Intuitive surgical was provided with the operative report. Additional information provided includes: outpatient follow-up report (B)(6) 2013, history and physical report (B)(6) 2013, or-report (B)(6) 2013. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. The uterus was mobilized and the lateral ligaments transected using pk and monopolar cautery scissors. The bladder flap was mobilized and the bladder reflected inferiorly off the uterus. A circumferential incision was made at the vaginal apex and the uterus delivered through the vaginal cuff. The vaginal cuff was closed with a running suture using a v-loc suture. (Blood loss: 100 cc) postoperatively, the patient did well, but had minimal daily spotting for 1 month. Silver nitrate was used on the vaginal cuff and relieved symptoms. Since surgery, the patient experienced intermittent pelvic pain. On (B)(6) 2013: during a follow-up visit, the patient complained about pelvic pain, vaginal bleeding, fatigue, hair loss and depression. On (B)(6) 2013: the patient went to an ER with severe sudden onset of vaginal/abdominal pain and clear yellow vaginal discharge that occurred after having intercourse the previous night. Radiologic imaging had shown free intraabdominal air and physical exam reveals suspicion for vaginal cuff dehiscence. On (B)(6) 2013: the patient underwent reoperation and a transvaginal inspection revealed a 3.5cm defect at the midline of the vaginal cuff extending to the left side. The distal end of the cuff was than resected transvaginally and closed again with 0 pds running suture. A diagnostic laparoscopy showed an intact cuff repair and some peritoneal fluid with pus and/or semen at the cuff side. No additional information was provided after the second operation.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained post-operative complications after undergoing a da vinci si surgical procedure.